Event description:
It was reported to philips that the battery for the device failed to calibrate in a cadex c7400 unit. It was noted that the battery had 3 of 5 gauge lights lit after previously being charged to a "ready" state in a second cadex c7400 unit. There was no patient involvement.